Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that since implant the patients skin that covers the burr hole covers was not healing properly. The patient underwent a procedure and a plastic surgeon repaired the skin. It was assessed that no infection was present. The patient was doing well following the procedure.